Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was requested but not provided. (B)(4).

Event description:
A notification was received about a literature article which included information about a crown fracture and entrapment of a diamondback coronary orbital atherectomy device (oad). The opinion of the physician is that the issue "was not the result of device malfunction but very aggressive use by the operator." Additional information regarding the details of the event, device, and patient outcome was requested but not received.